Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons did not work properly. The same issue occurred when the customer inserted a new battery after removing it for 3 to 4 hours. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.